Event description:
Allegedly, patient was revised due to mom complications: encountered fluid; debrided soft tissue around the hip; pseudocapsule; experienced additional hip complications: right

Manufacturer narrative:
This is the same event as 3010536692-2015-01165.